Event description:
It was reported that this fiber was returned to boston scientific without a device performance issue or allegation. Analysis of the returned fiber identified a fiber body break.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber identified a fiber body break between the connector and the tip. The fiber was returned in two pieces. Visual inspection identified a fiber body break with melted fiber jacket on the broken ends. Microscopic inspection of the fiber tip and connector indicated they were in good condition. The aiming beam was bright and distorted from the fracture location. It is probable that procedural handling of the device during set-up and use may have contributed to the fiber break. According to the device instructions for use (IFU): ensure the fiber is properly handled so that it is not damaged by being stepped on, pulled, left lying in a vulnerable position, kinked or tightly coiled. Based on the information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.